Manufacturer narrative:
Investigation confirmed the complaint of the distal tip of the catheter breaking. The cause for the reported event is unk. However, according to the complaint description the catheter was resterilized and reused. The IFU for this product states "this catheter is intended for single use only. Do not resterilize or autoclave, and reuse. Single-use devices are designed and tested for only one pt application. These are disposable ablation catheters and are not designed for reprocessing and reuse." Review of the device history record confirmed this device met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 01/14/2011. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.

Event description:
It was reported during the procedure, the device broke and the distal tip remained inside the pt's femoral vein. The distal tip was successfully removed by a vascular surgeon. This device was a resterilized and reused catheter. The pt is reportedly stable with no further consequences.